Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular sys that during cardiopulmonary bypass surgery blood leaked from the welded part of the shunt sensor. The product was changed out. There was no delay, and the surgery was completed successfully. There was < 1 cc of blood loss.